Event description:
A physician reported a pt who was originally double skin tested on 10 july 1998 and on 31 july 1998; both with negative results. On 18 august 1998, the pt was treated in a small glabellar crease. On 28 august 1998 the pt noticed a little redness at the treatment site. On 31 august 1998, the pt presented with swelling, induration, redness, and pain at the glabellar treatment site. The physician stated that the site appeared "acne-like"; cystic and fluctuant. The symptoms were continuous in nature. On 31 august 1998, the physician injected the site with intralesional kenalog and prescribed zithromax for 5 days. The physician believed the symptoms were probably a abcess related to hypersensitivity.